Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear (faulty parts). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the flex circuit and component of the motor device were damaged. It was determined that the device had noise-excessive and heat. It was further determined that the device failed pretest for loctite and cable assessment, motor thermistor assessment ,no short circuit between phases and connector body (42),noise assessment, hand piece temperature assessment, hand control assessment and air pump assessment. It was noted in the service order that the hose was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.